Event description:
The screw was near the end, 1-2 threads left proud onthe femoral tunnel. Surgeon unable to turn the driver any more. The pa attempted with large amount of force and the driver tip broke off. The proud portion of the driver was malleted more proximal into femur and acl was completed successfully. The surgery was delayed over 30 minutes. No adverse consequence reported with the patient as a result of event. This device is used for treatment.